Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in the right eye. One week postoperatively the pt had good results, but since then the pt has been experiencing diplopia and difficulty judging distances. The physician plans to implant a piggyback iol. Additional info has been requested.

Manufacturer narrative:
.